Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. A decrease in sensing was observed. No lead anomalies were noted on fluoroscopy. The lead was capped and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.